Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date, an unknown endoleak was observed. Additional information is not available. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).